Manufacturer narrative:
Additional information was received indicating the device display malfunction was discovered during set-up in the equipment room. Based on this information, it has been concluded that this is not a reportable event. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The fse replaced the touch screen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Report date: 27aug2021

Event description:
The users indicate to philips when they touch any of the buttons nothing on the display works. Patient involvement information is pending. No harm reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that touchscreen was nonresponsive and that it will not calibrate. It is unknown if any part or if repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.